Event description:
It was reported that the customer experienced an elevated blood glucose level of 600 mg/dl. The cause of the high was unknown. The customer administered a manual insulin injection to address the high bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.